Event description:
On (B)(6) 2013 tosoh bioscience was notified that an account had rebooted a tosoh g8 analyzer to attempt to correct a noisy fan on the analyzer. After a reboot of the system qcs should have been run to confirm the system was running correctly, but no qc was run and pt results were reported. Later it was discovered that qc was out of range, the analyzer was running in the incorrect std mode, and the reported results were incorrect. Corrected reports were issued, but no pts were treated based on the incorrect results. Root cause: operator error. Qcs should be run and accepted after a system reboot.